Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values and bg values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user failing to follow instructions provided in the user guide and device training, as well as the on-screen prompts when completing the cartridge change process, resulting in unintentional insulin delivery.

Event description:
On (B)(6) 2024 an ilet user reported during a supply change their insulin cartridge, which they had just inserted, was now half full. The user's blood glucose (bg) was 150 mg/dl. The customer care agent confirmed the user was connected to their infusion set during the change and contacted the on-call nurse at the user's retirement home. It was explained that some insulin might have been pushed into the user's system, and ems might be needed. The nurse agreed to monitor the user's bg over the next few hours. Later the same day the agent followed up; the nurse reported the user's bg was 60 mg/dl, having dropped to a low of 58 mg/dl. The user ate peach pie, fruit, and a sandwich, and received a glucose shot from the nurse. The bg was stabilizing and increasing. No additional medical intervention or assistance was required beyond what was provided.